Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center and reported a discordant total bilirubin (tbil) result on a dimension vista 1500 instrument. Quality controls recovered within acceptable ranges before the sample was processed. The tbil assay was on server 2; therefore, a bottom of cuvette correction (bocc) was run for server 2 and recovered out of range. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse ran service methods for server 2. The cse replaced the reagent 3 (r3) mixer and ran mix test, align test, and quality controls, which recovered acceptably. The customer also replaced sample probe 2 (s2) as there was an accumulation of gel on the outside of the sample probe. In a subsequent visit, the cse replaced sample 1 (s1) and s2 drains and probes. Gel was not found in the drains but the probes were sticky from gel. Then, the cse replaced the reagent 1 vertical drive, aliquot probe, and s2 vertical drive belt. Then, the cse detailed the s1 and s2 arms. Next, the cse ran align and mix tests, which passed. Then, the cse ran a patient pool and the customer performed quality controls, both resulting acceptably. Siemens determined the service actions performed by the cse resolved the issue. A preanalytical sample handling issue, leading to gel adhering to multiple areas of the instrument, potentially contributed to the discordant tbil result. The reagent and instrument are performing according to specifications. No further evaluation of these devices is required.

Event description:
A falsely low total bilirubin result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was reprocessed on an alternate dimension vista instrument and the sample recovered higher. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant total bilirubin result.